Event description:
It was reported that the caregiver stated the ilet charger was not functioning, with no indicator light despite testing multiple outlets, and a replacement charger was arranged along with guidance for temporary diabetes management using a glucose meter and insulin pens, including timing for reconnecting after long- and short-acting insulin. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of alternative therapy at home. Investigation included product troubleshooting over the phone and shipment of replacement supplies. Investigation of this case revealed a suspected charger malfunction consistent with a power supply failure. It was concluded, based on previously established findings for similar reports, that the cause was an electrical component failure of the charger.

Manufacturer narrative:
Initial.